Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message during warmup occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of a new sensor message during warmup is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.